Event description:
A materials manager reported two additional patient's experienced toxic anterior segment syndrome (tass) after a procedure. A reporit has already been sent in for the other five patients. Additional information has been requested but none has been received.

Manufacturer narrative:
No samples were returned for evaluation for "tass". No lot number was identified with this complaint, therefore, a lot history review could not be considered. The root cause for "tass" cannot be determined from this evaluation due to no sample returned and no lot number identified. (B)(4).